Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. D4: batch # 542c95. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review. A manufacturing record evaluation was performed for the finished device batch number 542c95, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device was used for the first few firings without an issue. Then it was noticed that the anvil was bent and the jaws would not fit through the trocar so a new echelon was opened. New device was opened to complete the rest of the procedure. No patient impact was reported.